Manufacturer narrative:
(B)(6). The pump has been returned to animas. Investigation is not yet complete. When investigation is complete a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
The patient stated that she cannot get past the "verify" screen when inserting a new battery in the pump. The first time she inserted a new battery the screen was blank, the second time, the pump emitted a call service alarm, afterward, the patient has not been able to confirm the "verify" screen. There was no reported misuse of the product. No further troubleshooting was performed.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the black box indicated that the pump emitted a replace battery alarm prior to rebooting. No damage was found to the battery compartment. The battery cap secured to the pump and the pump powered on normally. The pump electrical currents were tested and were found to be within specifications. A replace battery was produced during testing and the pump alarmed appropriately. The pump was exercised for 24 hours without alarms or power issues. The battery cap was tested and no connection defects were found. The pump was opened and no damage was found to the power circuit.